Manufacturer narrative:
Evaluation codes: results: graft occlusion. Conclusion: severe calcification and narrowing in the iliac limb.

Event description:
A talent stent graft system was implanted emergently in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the day after the procedure the pt presented with a cold leg. The CT demonstrated that the stent graft was occluded. The occlusion was in the proximal common iliac stent graft area, not in the stentless area. The cause of the occlusion may be related to the pt anatomy of the severe calcification, there was narrowing in the iliac limb at the time of implant, and the physician ballooned and felt that there was adequate blood flow at the end of the case. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the pt is fine.